Manufacturer narrative:
The device was received and analyzed. Prior to the analysis, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Analysis of the available device data indicates that the device likely entered safety backup mode on october 22, 2024. The data documented that two resets were manually initiated via the programmer on october 29, 2025. Please note that in the safety backup mode, to ensure patient safety, the pacing parameters are chosen to cover the widest population of patients, which can lead to a higher current consumption draining the battery. Next, the ipg was subjected to electrical analysis, revealing that the device could not be interrogated. Therefore the ipg was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The measurement of the battery voltage showed a depleted battery. Therefore, the electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. Subsequently, the ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The documented battery charge consumption was reviewed and found to be consistent with prolonged operation in safety backup mode. In conclusion, analysis of the device and the returned device data revealed no indication of a device malfunction.

Event description:
The device is in eos. No information available regarding previous follow-ups. Device was explanted. Should additional information be received, this file will be updated.